Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 9-10mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the swell time was completed the technician removed the device. After the device was removed the technician noticed arterial flow from the access site. The patient was converted to manual compression for 8 to 10 minutes at which time hemostasis wa achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was returned with the shuttle cartridge engaged to the handle. The advancer tube and sealant were not returned. The catheter, shuttle cartridge and the introducer sheath were inspected for anomalies. No anomalies were found. The review of the lhr (lot f1311901) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided, the condition of the returned device, and the investigation performed, the root cause could not be determined.